Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The probe was leaking, volume was reported as three drops, and the leak was not contained. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) worked with the customer to determine the cause of the leak. Cts instructed the customer to clean the probe wipe. The customer cleaned the probe wipe, ran startup and no leaks were noted. The customer ran another sample and no leaks were seen. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).